Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced issues receiving continuous glucose monitor (cgm) readings from the pump and transmitter. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.